Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-13506. It was reported the patient had an infection at her ipg pocket site. The patient's entire scs system was explanted. Follow-up information identified the patient had caller her physician on (B)(6) 2013 and was complaining of a fever and continuing symptoms at the ipg incision site. The patient was instructed to go to the emergency room. Additional follow-up identified the patient was seen by her physician on (B)(6) 2013 and her infection had completely healed.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related tot his event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.